Event description:
It was reported that the user received a steroid injection and subsequently experienced hyperglycemia with a reported blood glucose of 318 mg/dl while using the ilet, and the user asked about taking multiple daily injections with temporary disconnection from the pump, which was addressed with standard troubleshooting and education and a recommendation to contact the healthcare provider for dosing guidance. Symptoms included high blood glucose. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction reported and a likely physiologic effect of steroids contributing to elevated glucose. It was concluded that the event was consistent with hyperglycemia of unclear cause relative to device performance and was managed with user guidance to contact the healthcare provider. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.